Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed oper. Code for device from health professional to lay user/patient. Evaluation summary: (B)(4) several conductors fractured, the distal coil and rv cable are fractured at 23.5 cm distal. The full lead was returned for analysis. It was observed the defib conductor was distorted, outer tubing overlay melted, outer tubing torn, outer tubing overlay breached cut and helix distorted/bent.

Event description:
It was reported that 3 years post implant lia (lead integrity alert) was triggered and the patient received inappropriate shocks for oversensing. Impedance suddenly increased to >2000 ohms. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.